Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Rotating part of the brush broke off [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that over the weekend in (B)(6) 2016 he or she had to replace the oral-b power oral care refills precision clean twice because the rotating part of the brush head broke off after the second or third time of use with an oral-b rechargeable toothbrush, version unknown. The consumer described that once it almost went down his or her throat. The consumer stated that he or she had thrown out the rest of the pack and had reverted back to manually brushing, and explained that normally he or she never had a problem with exactly the same brush heads. No symptoms developed.